Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine generator change. Prior to the change, the patient's atrial lead exhibited episodes of lead noise resulting in inappropriate switches. The noise could not be reproduced. The lead was re-used with the new device and the patient would continue to be monitored. There were no adverse consequences.